Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 7 years due to due to aortic stenosis, secondary to calcification. Based on the follow-up with the health-care provider, the reason for explant was not related to any device malfunction. Per the operative report, the patient was presented with significant congestive heart failure. Echocardiography confirmed the presence of a mean aortic valve gradient of greater than 50 mmhg, calculated aortic valve area of 0.7 to 0.9 sq cm. Overall left ventricular ejection fraction was moderately diminished at approximately 40% in a global manner. Heavy calcification of the valve leaflets with markedly rigid leaflets. The valve was explanted and replaced by another edwards bioprosthetic valve. Post cardiopulmonary bypass tee demonstrated overall ejection fraction preserved at approximately 40%, normal bioprosthetic valve function. No evidence of perivalvular insufficiency.

Manufacturer narrative:
(B)(4) = rigid leaflets. (B)(4) = device not returned. Unfortunately, the sample device has been discarded, therefore, the root cause of the reported event cannot be confirmed. Although the root cause cannot be confirmed, it appears that the stenosis was likely due to the "heavy calcification of the perimount leaflets with markedly rigid leaflets" noted in the operative report. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record (DHR) review is still in process. No further actions are possible with the available information.

Manufacturer narrative:
The device history record (DHR) review was completed and the device passed all manufacturing and sterilization inspections with no nonconformance found related to the event. No further actions are possible with the available information.